Event description:
It was reported that there was foreign material present on the device. An agent us mr 3.50 x 30mm was selected for treatment of the target lesion. Upon opening the balloon, it was noted that there was a white particle coming off of the balloon that appeared sharp. Another of the same device was used to complete the procedure successfully. There were no patient complications.